Manufacturer narrative:
Additional information: d9, h3, h6, h11. H11: the device was received for evaluation. During functional testing, the customer reported "failed ds occ test" was not reproduced. The device was sent to the flow line for testing an no issues occurred. A service history review was performed and revealed that the device has no previous service events; therefore, servicing did not cause or contribute to the reported event. The reported condition was verified through causality as the downstream sensor was found out of range. The downstream sensor requires calibration to address this issue. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
E1 initial reporter phone no.:(B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum iq pump failed the downstream occlusion test. There was no patient inolved. No additional information is available.